Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3 and h6. It has been over four (4) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause could not be determined. However, based on the investigation, it was presumed there was no image due to defective printed circuit board (dp board) olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had panel malfunction at power on and the sdi (serial digital interface) has output but no image. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.